Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified common iliac artery to external iliac artery. A 6.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with a 7x20 sterling balloon catheter. No patient complications were reported.